Event description:
Related MFR reference 2030404-2013-00061. During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. After the physician completed the isolation of the pulmonary veins using a therapy cool flex catheter and an inquiry steerable catheter, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. The patient recovered with no further issues. The physician stated there were no performance issues with any sjm device.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.